Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain and discomfort. Pt complained of a clicking sound from the hip. Intraoperatively, the synovial fluid appeared cloudy and greyish in color. The surrounding tissue appeared to have black debris. The revision surgeon felt the cup position was possibly too anteverted which could have led to impingement.